Event description:
It was reported that this right atrial (ra) lead was surgically abandoned after the physician damaged the lead during the procedure. This lead was successfully replaced. No additional adverse patient effects were reported.